Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained with radial approach. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The 3.50 x 32mm synergy drug eluted stent was deployed. Post stent deployment, a proximal edge dissection was observed in the proximal part of the stent. A 4.0 x 12mm promus premier stent was deployed to cover the dissection and the procedure was successfully completed. There were no further patient complications and the patient was stable post procedure.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained with radial approach. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The 3.50 x 32mm synergy drug eluted stent was deployed. Post stent deployment, a proximal edge dissection was observed in the proximal part of the stent. A 4.0 x 12mm promus premier stent was deployed to cover the dissection and the procedure was successfully completed. There were no further patient complications and the patient was stable post procedure. It was further reported that the 80% stenosed, moderately tortuous and moderately calcified lesion had a bend of less than 45 degrees. The lesion was predilated with a semi compliant balloon. No issues were encountered during stent deployment; the balloon inflated and fully deployed the stent. The dissection occurred during post dilation with a 3.5 x 10 non compliant balloon.